Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right tibial artery. After a non bsc guide wire was advanced, a 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon catheter was inflated and deflated without any problem. When the device was attempted to be removed, the balloon catheter remained stuck on the guide wire. The physician worked hard to remove the device but unfortunately, the balloon catheter could not be removed and the physician had to remove both the balloon catheter and the non bsc guide wire all together. The procedure was completed with a different device. Angiography was performed and the case was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote balloon catheter with no other devices. The outer shaft, inner shaft, balloon and tip were microscopically examined. 3.5cm of the shaft is buckled under the strain relief. There are numerous shaft kinks. Functional testing was completed using a thruway guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and could not advance due to the shaft kinks. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right tibial artery. After a non bsc guide wire was advanced, a 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. The balloon catheter was inflated and deflated without any problem. When the device was attempted to be removed, the balloon catheter remained stuck on the guide wire. The physician worked hard to remove the device but unfortunately, the balloon catheter could not be removed and the physician had to remove both the balloon catheter and the non bsc guide wire all together. The procedure was completed with a different device. Angiography was performed and the case was successfully completed. No patient complications were reported.